Event description:
A user facility reported that a pt had been transferred to their facility with another co's basket wire lithotriptor lodged around a very hard biliary stone. The user facility performed a therapeutic endoscopic retrograde cholangiopancreatography (ercp) to remove the stone and free the wire basket. The non-olympus lithotriptor device was successfully removed and the users then attempted to remove the stone using an olympus device, however, the users reported that the stone was reportedly too "concrete" and a thread of one of the four basket wires unravelled but remained attached to the distal tip of the basket. The lithotriptor was removed from the pt and another lithotriptor was utilized. Upon this attempt, a loose strand of one of the basket wires inside the sheath reportedly fractured, but the users were able to crush the stone, remove the lithotriptor, and complete the procedure. The user facility reported that no portions of the devices fell inside the pt and there was no pt injury. In addition, the user facility stated that the cause of this phenomenon was due to the nature of the biliary stone being so hard and large.

Manufacturer narrative:
The olympus lithotriptor utilized in the procedure was returned to olympus for investigation. The investigation confirmed the user's report of the damaged lithotriptor. The lithotriptor was observed to have a loose wire strand on one of the basket wires inside the sheath. The cause of the user's experience was determined to be due to excessive force being used to attempt to crush a large and extremely hard biliary stone. This report is being filed as an MDR in an abundance of caution.